Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, the pump's alarm volume was too low. There was no adverse impact to customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.